Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: during follow up for existing complaints previously reported, customer provided spreadsheet with updated lot codes. Multiple follow up attempts were completed to reconcile information; no response has been received to date. Additional records will be opened to reflect material, lot, and rejected quantity that have not been previously reported and captured. No additional information at this time. Per original complaint, ¿we have had several rejections for the bd syringes¿. Quality team met with customer on (B)(6) 2025 to further discuss the issue they were experiencing. Per details provided: ¿ quantum compounds cytotoxic medications for hospitals using our 3, 5-, 10-, 20- and 50-ml syringes. They use a 0.5 micron filter when compounding. ¿ incoming inspection was performed on syringes by quantum, and small particulate was observed across multiple lots spanning several months (in reference to the excel spreadsheet shared with bd). ¿ no magnification is used by quantum or their customer to detect fm. ¿ quantum understands the ink dots on the barrel are deliberately added during manufacturing; this fm is different. It is often located on the internal stopper area and does not appear to be silicone. ¿ previously quantum performed 100% inspection. This level has been reduced and fm is being observed. ¿ previously quantum didn't raise complaints to bd that were reported by their customers and would discard syringe if the occasional fm was found outside the fluid path. ¿ diarmuid walked through a presentation explaining bd mds' process for complaint reporting. He highlighted that bolus reporting can overshadow an issue. The reported complaint levels for march are far higher than normal based on san agustin's monthly trends. Please report complaints to bd in a timelier manner; avoid bolus reporting. ¿ ben & quantum will photograph samples of complaints and share with bd within the week. ¿ once photos are received and reviewed, bd will meet with quantum again to further discuss.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.